Event description:
Ous MDR - it was reported that approximately 116 months after the implantation oversensing with artifacts was noted. No shocks were delivered. The lead was explanted.

Manufacturer narrative:
The returned lead was only available in fragments, it had been cut through 13 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were returned for analysis. In-between, a segment of the lead body of about 1.5 cm length was missing. The analysis showed multiple signs of abrasion along the lead body. Especially 26 cm proximal of the tip electrode, the insulation was damaged due to fraying. This damage manifestation is most likely the cause for the interference signals that led to incorrect vf detections. The observed damage manifestation leads to the assumption of strong mechanical stress of the lead in the implanted state. Interaction with an atrial partner electrode during the operating time of 9.5 years should be considered. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing errors.